Manufacturer narrative:
Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. Although the initial reported failure was not confirmed to be cracked/peeling insulation at shaft, the investigation of the device confirmed that the insulation on the handle was compromised. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that insulation was compromised.